Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 40 mg/dl requiring emergency medical intervention. The user was transported by emergency medical services to the hospital, admitted on (B)(6) 2026, treated with oral carbohydrates and monitoring, and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia requiring emergency medical intervention and short-term hospitalization while on ilet therapy. Severe hypoglycemia can result in neurologic symptoms and is consistent with the reported shaking, confusion, ems transport, and hospital monitoring until glucose levels stabilized. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirmed hypoglycemia on the reported event date. Review of device logs showed that the user announced eleven meals within a 5.5-hour period prior to and during the hypoglycemic event. These repeated meal announcements resulted in excessive insulin delivery and contributed to the prolonged hypoglycemia. Based on available information, a device malfunction was not identified and the event was attributed to use-related factors involving use of meal announcements as correction boluses. If additional information becomes available, a supplemental MDR will be submitted.